Manufacturer narrative:
No sample collection or centrifugation data was supplied to date. No system check or qc data was supplied to date. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse replaced the transducer due to noise during the high power phase. The fse also made the necessary adjustments to resolve the issue. Although a hardware issue was addressed no definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected total immunoglobulin (ige) results on one patient's sample that were generated by the access 2 immunoassay system. The erroneous result was not reported out of the laboratory. The sample was repeated and recovered lower results outside of assay precision claims. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.